Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer will continue to use current pump. There was no adverse impact the customer¿s blood glucose.